Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set cannula kinked event on (B)(6) 2024. The infusion set was in use for 6 hours. The glucose level was 250 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1905991 - MDR 3003442380-2024-12929 - device 3 of 10.